Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage issue with many infusions sets on (B)(6) 2026 as infusion set tubing was leaking at the site which led to elevated blood glucose levels that was managed with a correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).